Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pacing lead impedance increased and the sensing decreased and no capture were observed. Chest x-ray showed lead fracture.